Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - review of quality records.

Event description:
It was reported that the patient developed an infecton.